Manufacturer narrative:
One ensite velocity¿ system velocity amplifier was received for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Normal signs of wear were observed on exterior chassis which is consistent with clinical usage. Power was applied to the returned amplifier which successfully completed the post (power on self-test) and the system status light changed to green. A review of the system log files for the reported event date revealed multiple and repeated voltage out of range and temperature shutdown faults stored, which confirmed the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to abnormal functionality of the catheter amplifier board at the slot six location.

Event description:
During the procedure, an amplifier error was noted that prompted to reset the amplifier and the procedure was cancelled. The amplifier was reset, but the issue remained. When the ensite system was power cycled, the issue resolved temporarily, however the issue then came back. The amplifier was then powered down and turned back on, and the ablation generator was also power cycled, but the issue remained. The procedure was abandoned due to the issue with no adverse patient consequences.